Event description:
During a coil embolization for left internal carotid-posterior communicating artery aneurysm (not calcified and mildly tortuous and neck to sac ratio was 3.5mm/5.0mm), the orbit galaxy complex fill coil 3 x 9 ((B)(4)) was difficult to place in the aneurysm, although manipulation was conducted to place the entire coil in the aneurysm using a hyper glide balloon catheter (covidien japan), the result was unsuccessful and both the coil and delivery system were safely removed from the patient. Once the product was out of the body, the distal section of the coil found to be broken. It is unknown where exactly the coil damaged and what it looked like. The procedure was continued using a new product (details unknown) and the same excelsior sl10 microcatheter, and was successfully completed with no further issues. No patient injury was reported. The complaint product was new and was stored per labeling instructions. The procedure was conducted in accordance with the (IFU) instruction for use and constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc) was noted on the coil and the microcatheter by visual inspection. Also, other than mentioned above, no damages reported on any of the devices after the removal. It is unknown if the coil remain attached to the delivery system. The physician considered that the (B)(4) was about the right size for the target aneurysm and he did not quite know why the coil did not fit in the aneurysm. However, it was also commented that there was something different in coil loop design and its movement during deployment. The complaint product is going to be returned for evaluation whereas the microcatheter is not available. No additional information is available

Manufacturer narrative:
During a coil embolization for left internal carotid-posterior communicating artery aneurysm (not calcified and mildly tortuous with a neck to sac ratio was 3.5mm/5.0mm), the orbit galaxy complex fill coil 3 x 9 (640cf3509/13500544) was difficult to place in the aneurysm. Although manipulation was conducted to place the entire coil in the aneurysm using a hyper glide balloon catheter (covidien (B)(4)), the result was unsuccessful and both the coil and delivery system were safely removed from the patient. Once the product was out of the body, the distal section of the coil found to be broken. It is unknown where exactly the coil was damaged or what it looked like. The procedure was continued and successfully completed with no further issues using a new product (details unknown) and the same excelsior sl10 microcatheter. No patient injury was reported. The complaint product was new and was stored per labeling instructions. The procedure was conducted in accordance with the (IFU) instruction for use and constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc) was noted on the coil and the microcatheter by visual inspection. Also, other than mentioned above, no damages reported on any of the devices after the removal. It is unknown if the coil remained attached to the delivery system. The physician considered that the 640cf3509 was about the right size for the target aneurysm and he did not quite know why the coil did not fit in the aneurysm. However, it was also commented that there was something different in coil loop design and its movement during deployment. No additional information is available. A non-sterile orbit galaxy complex fill coil 3 x 9 was received coiled inside of plastic bag. The hypotube was inspected and no defects were noted. The introducer was received zipped without damage. The support coil, gripper and embolic coil were found inside of the introducer and no damages were noted on them. The embolic coil, gripper and introducer were inspected under microscope and no damages were noted on them. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported difficulty placing the coil could not be evaluated due to the nature of the event. The report that the coil was broken was not confirmed with analysis; there were no damages noted n the returned coil. The reported coil damage was not confirmed; there were no damages on the returned device. No further information has been provided in response to clarification of the reported damage and the findings of no damage with analysis of the returned device. The root cause of the reported positioning difficulty could not be determined; however, based on the report that a balloon was used to assist with coiling of the wide necked aneurysm, vessel and aneurysm characteristics along with device size selection and device interaction are factors that may have contributed. Neither the analysis nor the device history record review suggests that the reported event is related to the manufacturing process. With evaluation of the returned device there was no fracture or damages to any part of the delivery system, coil, introducer, or hub. Clinical and procedural factors appear to have contributed to the reported event. Additionally inspections are in place to prevent damaged devices from leaving the facility. Therefore, no corrective action will be taken at this time.

Manufacturer narrative:
The product is available for evaluation and testing, however the analysis has not been completed. Additional information will be submitted within 30 days of receipt

Manufacturer narrative:
A non-sterile orbit galaxy complex fill coil 3 x 9 was received coiled inside of plastic bag. The hypotube was inspected and no defects were noted on it. The introducer was received zipped without damage. The support coil, gripper and embolic coil were found inside of the introducer and no damages were noted on them. The embolic coil, gripper and introducer were inspected under microscope and no damages were noted on them. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported by the costumer as "coil - positioning difficulty" could not be evaluated. The failure reported by the costumer as "coil - fractured- in patient" was not confirmed during the analysis. Neither the analysis nor the DHR suggest that the failure reported could not be related to the manufacturing process and procedural factors appear to have contributed to have these damages. Additionally inspections are in place that prevents these kinds of failures from leaving the facility. Therefore no corrective action will be taken at this time. Additional information will be submitted within 30 days of receipt.